Event description:
It was reported that there was a confirmed motor stall with no motor stall recovery recorded in the event logs. Pump logs show a motor stall occurred on (B)(6) 2014 and a stop pump period may exceed tube set message with no motor stall recovery noted. The patient heard beeps and went through withdrawal the prior week with the timing being consistent with when the motor stall occurred. The patient also experienced severe pain. The cause of the motor stall was unknown. No rotor or dye study was performed. The patient¿s pump was explanted and replaced on (B)(6) 2014. The patient had no injury and recovered without sequela. The pump was used to infuse fentanyl and morphine. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).